Manufacturer narrative:
D10: no concomitants available. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported by legal, approximately 6 years post op the initial tka, this female patient was revised due pain and swelling in her right knee.